Event description:
Pt revised to address loosening of femoral component/cement interface, cement manufactured by others. Polyethylene wear and synovitis noted.

Manufacturer narrative:
Examination of the submitted devices found evidence suggesting poor fixation of the femoral component. No evidence was found of accelerated/unexpected polyethylene wear. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the poor device fixation. No evidence was found suggesting prod error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should add'l info be rec'd, the investigation will be re-opened.